Event description:
Nurse reported receiving alarm #130 system error, when turning on machine. Nurse unable to install kit or move past system error. Machine turned on and off several times by operator, but could not move beyond alarms. New machine used to complete patient treatment.